Event description:
After an implantation period of approximately 38 months it was reported that the lead was extracted due to oversensing in the ventricular channel and low impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint found cut 13.5 cm distal to the is-1 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through approximately 8 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.